Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reported that a clinician was using the new 12 ml syringe in the ER when it slipped out of her hand and caused blood to splatter on her clothes and face.